Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side pain and a rupture. Device remains implanted.

Event description:
Patient reported left side pain and a rupture. Healthcare professional later reported left side pain, rupture, and a capsular contracture baker grade iii and later "double, isolated and radial echogenic lines on the left, compatible with elastomer folds, folds in the implant elastomer on the left". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.1., b.5., d.6b. ,h.6.

Event description:
Patient reported left side pain and a rupture. Healthcare professional later reported left side pain, rupture, and a capsular contracture baker grade iii and later "double, isolated and radial echogenic lines on the left, compatible with elastomer folds, folds in the implant elastomer on the left". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii additional, changed, and/or corrected data: b.5., d.1., d.2a., d.2b., d.4., g.2., h.4., h.6., h.11.